Manufacturer narrative:
The grasper must be visualized during ftrd use not to clamp it in the clip. As the cutting of the tissue had not yet happened as our technical analysis confirmed. The ftrd clip could have been probably opened by our remove system. In such a case surgery would not have been required. This report is part of the subsequent notification, as communicated by ovesco on 24.10.2024 and refers to: follow up questions ftrd system perforation-clip detached failure_10-03-2024 annex 1.

Event description:
The grasper, used for tissue mobilization, has been caught by the clip during an intervention in cecum. Hence, the grasper was not pulled back completely into the cap when turning the handwheel for clip application. The procedure was aborted since grasper und clip were fixed in the target tissue and must be removed surgically subsequently. The patient recovered well; no further treatment was necessary.